Event description:
Information was received from a patient (pt) regarding their external devices. The reason for call was that the controller had a mind of its own as in the last month when they connected the recharger (rtm) to the controller to recharge their implant (ins), the controller said to contact medtronic; pt stated that this happened about three times. Pt stated that resetting the controller would work, however the other day the message appeared five times. Pss asked the pt for further screen details; pt stated that the best they could remember was that the controller said that it could not find the device and that it couldn't charge. Pt stated that the controller didn't display the message this morning when they connected the rtm. Pt stated that the charger had gotten hot and that the rtm paddle had gotten a couple times and also where the cord went into the paddle; pt noted that the rtm relay box was also getting a little warm. Pt confirmed that there was no apparent damage to the rtm. The caller also have a damaged intellis belt. Pt reported that the belt was in bad shape where the rtm paddle went into the belt. Additional information was received from the patient. Patient called back and stated they got the rtm today, but did not get the recharging belt. Patient also indicated he was supposed to receive the replacement for his controller due to getting a message: intermittently not finding his device. Suggest patient to take a picture of the message.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: the 97755 intellis recharger, serial # (B)(6), was returned for product analysis. Analysis revealed no anomalie. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.